Event description:
The customer reported a coulter lh 750 hematology analyzer generated non-numeric flow cell clog replacements flags in place of differential results while processing control samples. The instrument also generated a non-numeric flow cell clog replacement flag for a patient sample during troubleshooting. The customer attempted to troubleshoot the instrument, then contacted beckman coulter (bec) customer technical support (cts). There were no erroneous patient results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
Cts advised the customer to clean the shear valve (cl85), confirm the dif pak was full, and prime the instrument. Cts also advised the customer to check tubing from the mix chamber to flow cell. Afterwards, the customer ran a sample on the instrument, which still generated non-numeric flags and no differential results. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the differential sample line between the shear valve and differential mix chamber was plugged with blood; the differential sample line was replaced. In addition, the fse found the e-lyse reagent was not being delivered to the differential mix chamber due to the three-way valve, which did not appear to be switching; the fse replaced the three-way valve. The fse found and cleared a clot in the differential shear valve. The e-lyse was primed and delivery was verified. The instrument was verified and validated by running controls; all results were within specifications. (B)(4).